Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that patient faced bent cannula event on (B)(6) 2026. The site of insertion was abdomen. The infusion set has been in use for a few hours. The patient was hospitalized for 3 days due to high bg of > 400mg/dl, ketones and the patient was unwell and weak. The patient was treated with intravenous [IV] insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: belgium. Initial and final MDR (B)(4) MDR device 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.